Event description:
It was reported to philips that the ac power module was defective and did not turn on. There was no report of patient involvement.

Manufacturer narrative:
The device was received by bench for repair. The bench sent a quote for the ac power module to the customer. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ac power module, the replacement for which a quote was provided. The customer has approved the quote, once the device is repaired it will be returned to the customer. No further evaluation is required at this time.